Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was evaluated by third party service center and customer complained was confirmed. The device's system board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the third-party service center, ventilator inoperative error codes were discovered in the device's event log. The device's system board to address the evt_tpy_held_in_bm ventilator inoperative error issue. The device's machine flow sensor needs to be replaced to address the evt_mach_flow_drift_high ventilator inoperative error issue. The device was tested and failed a system leak test. A calibration was performed on the device's blower and tubing re-seated to address the issue. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements additionally, unrelated to the malfunction due to an evt_mcl_foc_shutdown error code found in the log the device's blower assembly was replaced. The in-line filter prox was also found to be contaminated and will be replaced. Finally, as part of the scheduled four-year preventive maintenance, the muffler assembly, air foam inlet filter, and particulate filter were replaced. The repair evaluation has been completed and there is new information to report. The coding has been updated in this report.